Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this left ventricular (lv) lead was surgically abandoned due to undersensing and dislodgement. Moreover, pacing was not delivered when required. Additional information indicated that the lv lead would not pace when the device was out of the pocket and after fluoroscopy inspection, the lead was pulled back into the superior vena cava (svc). No additional adverse patient effects were reported.